Event description:
The following information was reported: after shuttling of the sealant, unusual force was needed to remove the sheath. On removal, the shuttle came back with the sheath not deploying the sealant. Balloon deflated and pressure held for 20 minutes. The patient was not hospitalized. Stick location: right common femoral artery. Vessel size: 7mm. Procedure: coronary.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle with the procedural sheath pulled back against the proximal end of the shuttle. Shuttle movement was checked and slight resistance was felt. Subsequent to unsheathing, the proximal sealant appeared "swelled", which indicated that it was exposed to saline. A small piece of sealant was found wedged between advancer tube and shuttle cartridge. This condition may have also contributed to the device jam. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp sheath were inspected for anomalies. Damage was observed at the proximal tip of the advancer tube may have been forced back over the tamp lock. When the user attempted to retract a jammed device the pressure can force the advancer tube back over the tamp lock, therefore allowing the advancer tube to completely retract during return of the shuttle cartridge to the catheter handle. The review of the lhr (lot f1400202) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the resistance felt during unsheathing might have been caused by sealant swelling up and the investigation performed, the resistance felt during unsheathing might have been caused by sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the sheath.